Event description:
It was reported from france and the clinical data base, that a patient had posterior instability and high laxity; left shoulder revised for instability, due to postero superior subluxation due to patient hyperlaxity. There is no indication or complaint that the devices malfunctioned. No additional information is provided.

Manufacturer narrative:
In a review of the labeling it is a known complication that a patient's age, weight, or activity level would cause the surgeon to expect early failure of the system. As part of the preoperative assessment, the surgeon must ensure that no biological, biomechanical, or other factors exist that might adversely affect the surgery and/or postoperative period. Revisions or surgical interventions are a known complication found in joint replacements. Based on review of all available information, there is no evidence to suggest that the reported event is related to any design or manufacturing issues. The cause of instability of the left shoulder joint devices is most likely due to the patient's underlying conditions to include previous shoulder maladies. This device is used for treatment, not diagnosis. Corrected information: device evaluated by MFR: no evaluation pending.

Manufacturer narrative:
This event report was received through clinical data collection activities. The contribution of the devices to the experience reported could not be determined as the devices were not returned for evaluation. Additionally, the device specific information was not provided, precluding a review of the device history record. Pending evaluation.

Event description:
Index surgery: (B)(6) 2007. Revision due to instability.